Manufacturer narrative:
(B)(4). Device name: kdd. UDI: (B)(4). Visual inspection of the returned product found that the sterile packaging is warped. Sterility has been compromised. Complaint is confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing. These products were likely non-conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. A corrective action has been initiated to further address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the casing of the acl disposable kit was warped and the surgical tech was not able to open. The surgical tech passed off that kit and we opened a different kit (same item number), which worked fine. The first casing of acl kit is visibly warped. No further event information available at the time of this report.